Event description:
It was reported that the physician's handheld continuously gives a message that the battery cover is not locked. The handheld was ensured to have the battery cover latched; however, it was reported that the cover does not stay locked very well. A new programming tablet was provided to the physician. The handheld is expected to be returned for analysis, but has not been received to date.

Event description:
Analysis was completed. It was identified that the handheld would not power on. The cause for the anomaly is associated with a swollen main battery. The swollen battery bent the battery cover causing the battery latch switch to register that the latch was unlocked, thus preventing the handheld from powering on (this condition can also cause the handheld to power off intermittently). No further anomalies were identified. The flashcard and software performed according to functional specifications.

Event description:
The handheld device was received by the manufacturer. However, analysis has not been completed to date.